Event description:
Technical services received a call on 12/21/11. Caller called to discuss pacing impedance for rv lead which has been steadily increasing over time. Impedance was 970 ohms in (B)(6) 2009, 980 in (B)(6) 2010, 1140 a year ago, 1440 in (B)(6) 2001 and is 1680 ohms today. Threshold has been chronically high at 1.6v@1 ms. Cannot measure r wave as patient is pacer dependent. Caller wants to know if there could be fracture. Technical services asked if there is any noise on lead or have been any stored events showing noise and there has not. Discussed that this could be indication of lead issue or of changes between lead/tissue interface. Do not know the normal impedance range for this medtronic lead. Technical services asked how often patient is checked and currently being seen every six months. May suggest to physician to see patient in three months to evaluate impedance. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).